Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated electromagnetic interference. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was transported via emergency services due to a suspected ventricular tachycardia (vt) storm. Pulseless vt  was suspected and cardiopulmonary resuscitation (CPR) was performed with an automatic CPR device. External defibrillation was also performed four times.  Afterwards, the implantable cardioverter defibrillator (ICD) was checked but it was not able to be interrogated. Multiple cardioversions due to the vt storm were suspected to have cause battery depletion. The next day the device was successfully interrogated. It was stated that there were no therapies for vt delivered as the rhythm was determine to be an atrial tachycardia rather than vt.  It was suspected that the cause of interrogation failure was due to electromagnetic interference due to CPR device. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 6935m55 lot# serial# (B)(6)implanted: (B)(6)2018 product ID 5076-45 lot# serial# (B)(6)implanted:(B)(6) 2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.